Manufacturer narrative:
Reservoir performed pre-fill reservoir test. Found transfer guards needle occluded. Using anew lab transfer guard. Found reservoir no anomaly during filling. Also inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into an insulin pump. Conclusion: reservoir does not leak.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak. The customer's blood glucose level was unknown at the time of the incident. Customer stated that the leak was on top of the reservoir and when they flicked the reservoir to get air bubbles out, insulin flew out. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.